Event description:
Note: this MFR report pertains another device that was used during the same procedure. Refer to associated MFR report #6000048-2006-00031 for a description of the other device. It was reported to boston scientific corporation in early 2006 that a rapid exchange biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the inner wire of the stent "popped out and got kinked" as they were advancing the device through the scope. The device was removed from the scope and the procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.